Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, there was no blood flow coming from the marker lumen when the proglide device was placed in the artery. Two additional proglide devices were used for successful suture placement using the pre-close technique. The sheath was upsized to an 22f. The taa was completed and hemostasis was achieved with the sutures of the pre-placed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and abbott vascular (av) confirmed the reported inability to flush the marker lumen. The device was dissected and found the polyimide tubing collapsed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history identified one similar incident from this lot. Further investigation was performed and av determined that the cause of the issue was potentially related to manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.